Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the rate of the avea ventilator was set to 5 but was reading 43. The unit also displayed yellow and blue wave form which means that it was autocycling which furthermore indicates that there was a leak. There is no information on patient involvement at this time.